Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin. The device was received with the cannula fully deployed but the formed needle was not fully retracted. Upon opening the device, the formed needle fully retracted and score marks were seen on the inside of the top housing, indicating that the linkage assembly was misaligned and was interfering with the top housing. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment.

Manufacturer narrative:
The device has been returned/receive. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that earlier today (B)(6) 2021 while seeking medical treatment for an ect (electroconvulsive therapy) the patient experienced high blood glucose (bg) values and the medical staff decided to intervene. The patient reports that their bg was over 300 mg/dl while they were there. The patient reports that their bg went to 386 mg/dl and then it said high and it stayed at 400+ from 10:30am until 12:30pm. When they checked the pod they saw that the cannula was bent in a weird way. The hospital decided to intervene and the endocrinologist recommended 12.7 units of regular insulin be pushed into the bag of fluids that she was getting intravenous therapy with. The patient reported that their bg had then dropped 176 points after.